Event description:
The iab leaked upon insertion. The iab was removed and a second was inserted. The pt was transferred to another facility for open heart surgery. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 5/29/97.) (Pt's current status: transferred- rpt'd 5/29/97)